Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("severe bleeding") in an adult female patient who had essure (batch no. 809009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included clotting disorder and high cholesterol. Concomitant products included simvastatin (simvastin) and warfarin. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and fatigue ("fatigue"). In january 2014, the patient experienced vaginal infection ("infection (bladder/urinary/ vaginal)") and cystitis ("infection (bladder/urinary/ vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("infection (bladder/urinary/ vaginal)"). The patient was treated with surgery (hysterectomy in apr-2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the bladder disorder, urinary tract disorder, fatigue, vaginal infection, urinary tract infection and cystitis had resolved. The reporter considered bladder disorder, cystitis, fatigue, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient did not experience any complications from your essure removal procedure. Trailing coils: left 03 right 03. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: ??-???-2012 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("severe bleeding") in an adult female patient who had essure (batch no. 809009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included clotting disorder and high cholesterol. Concomitant products included simvastatin (simvastin) and warfarin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/urinary/ vaginal)") and cystitis ("infection (bladder/urinary/ vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("infection (bladder/urinary/ vaginal)"). The patient was treated with surgery (hysterectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the bladder disorder, urinary tract disorder, fatigue, vaginal infection, urinary tract infection and cystitis had resolved. The reporter considered bladder disorder, cystitis, fatigue, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient did not experience any complications from your essure removal procedure. Trailing coils: left 03 right 03. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: 2012 quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received. Lot no added and implanted date updated. Lab data added. Concomitant medication added. Concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("severe bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and fatigue ("fatigue"). In 2014, the patient experienced cystitis ("infection (bladder/urinary/ vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection (bladder/urinary/ vaginal)") and urinary tract infection ("infection (bladder/urinary/ vaginal)"). The patient was treated with surgery (hysterectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the bladder disorder, urinary tract disorder, fatigue, vaginal infection, urinary tract infection and cystitis had resolved. The reporter considered bladder disorder, cystitis, fatigue, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient did not experience any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: ??-???-2012. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff's fact sheet received. Events per pfs: bladder or urinary problems or changes, fatigue, infection (bladder/vaginal/urinary tract) were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("severe bleeding") in a female patient who received essure for contraception. In 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered pelvic pain and genital haemorrhage to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pain (seen as pelvic pain) and severe bleeding (seen as genital bleeding). A hysterectomy was performed. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pain (seen as pelvic pain) and severe bleeding (seen as genital bleeding). A hysterectomy was performed. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.